Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -9.00 diopter, implantable collamer lens tore/broke during loading. The reporter stated "on drawing lens in to injector, small chip was torn." There was no patient contact and it was reported that the backup lens was loaded and procedure was completed without complications. In the reporters opinion the cause of this event was the "device". For cause details the following was reported "while gently and slowly pulling the icl through the cartridge, grasping (as protocolised) from the haptics as close to the optic as possible, the resistance met within the cartridge is such that the grasp of the haptic slips and there is a resulting tear or chip to the icl. I have been using the same forceps for around 150 cases and have found this to occur on occasion."